Event description:
It was reported to philips that the system had frozen. Upon rebooting, the system's host computer was unable to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.